Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient underwent a full revision due to a lead discontinuity. The product has not been received to date. No other relevant information has been received to date.

Event description:
The product was returned to the manufacturer and underwent product analysis. During the visual analysis of the lead, a portion of the coil was found to be broken. The broken ends of the coil appear dark and pitted. Due to the condition of the coil ends, the fracture mechanism could not be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified on the returned portions. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly (body) including portions of the electrode array were not returned for analysis, an evaluation and resulting commentary cannot be made on those portions of the lead. An analysis of the generator was completed in which there were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The generator and lead were returned to the manufacturer. It was noted that the lead was returned in pieces. No other relevant information has been received to date.